Event description:
Rptr indicated his depression was worse than his pre-vns baseline depression level and it was felt the vns was the cause. All attempts for further info from the rptr's physician regarding the increased depression have been unsuccessful to date.